Event description:
The customer states that one patient sample generated an initial architect c8000 potassium assay result of 8.4 mmol/l. Per the customer's re-run rule, the sample was retested and generated a result of 4.2 mmol/l. The sample was also tested on another analyzer and generated a potassium result of 4.1 mmol/l. No suspect results were reported from the lab. There is no impact to patient management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
Concomitant medical products and therapy dates: aero/c8k ict module. Device returned to manufacturer: the integrated chip technology (ict) module was returned for the investigation, not the entire architect c8000 analyzer. The investigation began with testing performed with the returned suspect integrated chip technology (ict) module returned from the customer site, which generated passing calibrations with controls within specification ranges for the sodium (na), potassium (k) and chloride (cl) assays with no error codes generated. Precision runs for na, k and cl were within acceptable limits. A review of the customer's results logs determined the pre- and post- iref reading variation for the suspect k result did not exceed the defined voltage drift of 10mv, so an error was not generated. However, the variation was significantly higher than the pre- and post- iref readings of the acceptable k repeat results. Currently, tracking activities are in place to monitor the drift voltage limit for the sodium, potassium and chloride assays for future enhancements and improvements. A review of the customer?s sample aspiration and dispense pressure monitoring (pm) logs did not find any abnormal or suspicious pm readings. A review of complaint tracking systems did not verify an ict module product issue, and a review of the most current corrective action/preventive action metrics did not identify an adverse trend in conjunction with the complaint issue currently under investigation. The architect system operations manual (june 2007) provides the following relevant information: section 7 provides guidance and requirements for handling specimens. Specimens should be checked for proper clot formation prior to centrifugation and checked for bubbles, fibrin, and red cells prior to testing. The limitations of result interpretation section states assay results must be used with other clinical data, for example, symptoms, other test results, patient history, clinical impressions, information available from clinical evaluation, and other diagnostic procedures. All data must be considered for patient care management. If assay results are inconsistent with clinical evidence, additional testing is suggested to confirm the result. The architect system has been validated for its intended use. However, errors can occur due to potential operator errors and architect system technology limitations. Section 10 includes a list of probable causes and corrective actions applicable to the customer's issue under the observed problems "elevated and depressed concentration - ict results", and "erratic results, poor precision - ict results". Multiple causes are listed, including but not limited to sample integrity issues, sample or reagent probe partially obstructed, scheduled maintenance is due, and ict module expired or not performing. The investigation was unable to verify a specific cause of the elevated potassium result generated by the suspect sample. A sample integrity issue, such as latent fibrin formation, affecting the initial ict aspiration of the suspect sample is a probable cause, as the repeat testing on the same sample was successful, and no other patient or control results were affected, and testing performed on the returned module generated acceptable results. Based on the available information and investigation performed, a deficiency of the ict module and/or architect system was not identified. This is a final report.